Manufacturer narrative:
H6: c19, a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: removed code d16 and added codes d15 and d12.

Event description:
On (B)(6) 2020, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. After successful implantation of all planned devices, the final angiography indicated a proximal type: endoleak and a type : endoleak. For the treatment of the type :endoleak, an aortic extender endoprosthesis was added to reline the proximal portion of trunk - ipsilateral leg endoprosthesis, however, the slight flow remained. Both endoleaks were left to be monitored. During the follow-up period, a distal type : endoleak from the contralateral leg from the patient's right side, was observed and the aneurysm was found to have enlarged (the amount of enlargement unknown). On (B)(6) 2023, a reintervention was performed to treat the proximal and distal type : endoleaks. The proximal leak was treated by adding stent grafts. Since the infrarenal landing zone was insufficient, a chimney technique was applied for maintaining the right renal blood flow. A chimney graft gore® viabahn® endoprosthesis (hereinafter viabahn) was advanced from left brachial artery into the right renal artery and left undeployed. An aortic extender endoprosthesis was delivered from right leg and deployed to extend the proximal end of the previously implanted endoprosthesis. Subsequently, the viabahn was deployed from the right renal artery through abdominal aorta. As the physician attempted to deliver a bare-metal stent to extend the distal end of the viabahn, the guide wire was tensed and the implanted viabahn started to escape from the renal artery to proximal direction. A pta balloon was used to expand and push the viabahn back to the intended location. The bare-metal stent was removed undeployed. N-butyl-2-cyanoacrylate was injected within the aneurysm, and the gap between the main body grafts and native aorta was coil embolized. The distal leak was treated by coil-embolizing the right internal iliac artery and extending the ipsilateral leg with an additional implantation of a contralateral leg endoprosthesis. The distal end of the endoprosthesis landed on the right external iliac artery and was further extended by a bare-metal stent. The final angiography confirmed the resolution of both proximal and distal type : endoleaks. The right renal flow was successfully preserved. The type : endoleak persisting since the initial procedure was left untreated. The patient tolerated the procedure and is being monitored. The physician stated that the reintervention was unavoidable considering the severely tortuous arteries of the patient.

Manufacturer narrative:
H6: b20, the device remains implanted and was therefore not available for engineering evaluation. H6: c21, results still pending for manufacturing records. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement, w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.